Manufacturer narrative:
This report is filed march 25, 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to an infection.

Manufacturer narrative:
This report is filed july 6, 2016.